Manufacturer narrative:
One device was returned for repair. No relevant service history was found. No related alarms were found in event log. Visual/functional testing was performed. Found downstream occlusion (dso) seal was ripped and the upstream occlusion (uso) seal was buckling. Performed pressure test and result was within passing spec. Complaint that pressure test was out of spec was not confirmed. Replaced dso seal and uso seal. Performed uso/dso calibration. Device passed all testing criteria.

Event description:
It was reported that the pressure test was out of spec. The event occurred during testing. There was no patient involvement.